Manufacturer narrative:
The vcure/1470 laser (sn (B)(4)) and foot pedal (sn (B)(4)) were both returned for evaluation and repair. The system was received in good physical condition. During testing the customer's laser and foot pedal were tested together and no defects were found. The laser was fired repeatedly and stopped as intended every time. The reported failure could not be replicated with either device. As a precaution, the power supply connector pins were cleaned and lubricated. The unit was calibrated and tested per (B)(4). The unit meets all acceptance criteria. The reported complaint description could not be confirmed as the unit functioned as intended during testing. A root cause could not be determined as no issues or defects were found with either the laser or the foot pedal. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual , which is supplied to the end user with this unit, states "connect the footswitch to the footswitch socket (line up red dots and insert). If the footswitch is pressed when the ready request is made, the message: footswitch pressed' is displayed and the footswitch should be released before the operation can continue. The message will disappear when the footswitch is released". Should the generator show an error message in reference to the footswitch, the manual contains the following statement "footswitch connection fault; check that the footswitch has been connected correctly. If this does not clear the problem, call for support from your angiodynamics representative". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the venacure1470 laser unit, serial number (B)(4), involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. (B)(4). Device not returned to date.

Event description:
As reported to angiodynamics on january 18, 2017: at the close of an endovenous laser treatment procedure, after withdrawal of the fiber from the patient, the venacure unit continued to fire. The laser was unplugged form the electrical source to shut the unit down. There was no harm or injury to the patient as the fiber had already been withdrawn. It was reported the unit is available for return to the manufacturer for assessment and repair.